Event description:
It was reported that the bd eclipse needle 18g x 1 1/2 tw were coring. The following information was provided by the initial reporter: "the current 18 gauge needles are causing coring when using them."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.